Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. Additionally, an analysis of the submitted log files confirmed low flow events which were consistent with the patient passing away. Evaluation of the submitted log files showed the device operating as intended until there was a sudden decrease in flow at 17:40 on (B)(6) 2024. Low flow alarms were captured when the flow fell below the low flow threshold of 2.5 liters per minute (lpm). The flow recovered, then more low flow events were captured. The flow recovered again followed by a subsequent decrease to 0 lpm, where flow remained until the driveline was disconnected. No other notable events were captured. The pump appeared to function as intended at the fixed speed. No product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. The IFU lists adverse events, including death, that may be associated with the use of the hm 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient sustained head trauma after falling from the roof. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to falling off the roof.

Event description:
Additional information was received that log files submitted post-mortem revealed low flow events on (B)(6) 2024 from 17:40 to 18:02 with a sudden drop in flow as low as 0.8 lpm. Flows recovered for a couple minutes until more low flow events occurred at 18:05 with a sudden drop in flow to zero. This continued until the driveline was disconnected at 18:59.

Manufacturer narrative:
Section d4, catalog number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.